Event description:
It was reported that during a procedure the 4.0x15 nc trek balloon catheter was advanced into the patient anatomy with no resistance and post dilatation of an unspecified stent was performed. As the nc trek balloon catheter was being withdrawn, resistance was felt with the sheath. Force was applied to remove it and the balloon catheter shaft separated into two pieces. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed based on visual inspection of the return device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. The resistance between the catheter and shaft could not be determined. The shaft was most likely kinked during the attempt to pull the catheter out of the sheath against resistance and subsequently separated. Based on the information reviewed, there is no indication of a product deficiency. It was reported that force was used while pulling out the catheter from the sheath. It should be noted that the nc trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessel and/or damage/separation of the catheter.